Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. The docker was partially disassembled and during performance testing, a small amount of smoke was observed coming from damaged components on the internal power board. The board was replaced, along with the transformer assembly which was believed to be contributing to the board failure. The unit was repaired and returned to use.

Event description:
It was reported that during an eval conducted by a MFR field service tech, smoke was observed while examining integral components of the docker. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.